Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in three portions. Visual analysis found two external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can and friction to another device located proximal to the suture sleeve tie impression and at the distal tip region on distal portion c. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. Wear problem.